Event description:
It was reported that a spectrum infusion pump was alarming when the door was shut and that the door did not always stay closed. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log as door jammed) but did not reproduce the reported "device continues to alarm when the door is shut." The evaluation found loose upper and lower link screws, as well as loose mechanism screws not allowing the door to close properly which could have caused the reported symptom. The link screws and mechanism screws were replaced to correct this condition.